Event description:
During an in-clinic follow up, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was deactivated and replaced to resolve the event. The patient was stable and there were no adverse consequences.